Event description:
It was reported that during implant, the right ventricular pace/sense lead was opened but not used because the lead was unable to advance due to an occluded subclavian vein. A chronic right ventricular pace/sense lead was reused. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned and analyzed. Further testing revealed blood was in/on the helix mechanism.